Event description:
Customer reported the date is not being annotated on images and that images are being saved in the wrong folders. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and reloaded software. Sys operates as intended.